Event description:
It was reported that a spectrum iq pump was experiencing unexpected flow behavior during therapy, including reports of siphoning during a secondary infusion and alarm of upstream occlusion. There was patient involvement; however, there was no report of patient injury, death, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.